Manufacturer narrative:
Evaluation codes result and conclusion. Device evaluation summary: the graphical user interface (gui) liquid crystal display (lcd) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator had a faulty display. The ventilator was not in use on a patient at the time of the event. The service engineer replaced the upper liquid crystal display (lcd) display assembly. The ventilator passed all testing and operated within the manufacturing specifications.